Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of excessive knee joint instability.

Event description:
Revision of optetrak knee components. It seems that there might have been some presence of osteolysis. Patient complained of instability.

Manufacturer narrative:
Pending engineering evaluation.

Event description:
Revision of optetrak knee components. It seems that there might have been some presence of osteolysis.